Event description:
(B)(6) 2025. Please describe the issue in detail about the faulty catheter. On (B)(6), the IV was inserted into the vein and immediately retracted by itself. Luckily the IV catheter was successfully in the vein before the needle retracted, so the catheter was able to be threaded into the vein even after the needle self- retracted. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient harm, injury, complication, or negative outcomes occurred due to this.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382523 and lot number 5031163. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382523 and lot number 5031163. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.